Event description:
Procedure: sleeve gastrectomy. According to the reporter: throughout the whole firing process, it wasn't a smooth transaction on the stomach. On the second last egia60amt towards the end of the firing process, surgeon noticed significant movement of the reload tilting towards the left when hitting on the finishing line. There was a strange sound during firing which is not commonly hear with the use of idrive patient involved without injury. No medical intervention required. Surgery time did not extend by 30 mins. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).